Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead in segments was returned, analyzed,and no anomalies were found. It was noted that the outer insulation had a cosmetic depression, the outer insulation was cut, the proximal and distal conductors had blood (not obstructed), the conductor was kinked/buckled, the outer insulation was melted, the outer insulation had a white substance, and the lead had apparent explant damage. Concomitant products: p1501dr implantable pulse generator (B)(6) 2005. (B)(4).

Event description:
It was reported that the right atrial lead dislodged. While in the procedure to replace the lead, the right ventricular lead was noted to have insulation breaks, so the lead was removed. The initial replacement lead had outer insulation damage while trying to getthe lead through the subclavian access. The right atrial and right ventricular lead were replaced. No patient complications have been reported as a result of this event.